Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information updated - e1: initial reporter zip/post code e1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during thrombus aspiration, it was noted that the guidewire bent inside the catheter due to uneven stress on the guidewire. Consequently, the use of the device was discontinued. There were no patient complications as a result of this event. It was further reported that the 95% stenosed target lesion was located in the moderately to severely tortuous and non-calcified superficial femoral artery. Moreover, the patient was locally sedated when the issue occurred, and the procedure was completed with another of the same device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient and initial reporter, and product return availability, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during thrombus aspiration, it was noted that the guidewire bent inside the catheter due to uneven stress on the guidewire. Consequently, the use of the device was discontinued. There were no patient complications as a result of this event.